Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 27 mmol/l (486 mg/dl). The pod was worn between 4 and 24 hours on the leg. It was noted that the cannula was bent. Hyperglycemia treated with correctional bolus and a new pod.

Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data does not show timeouts or drive stalls during the pod's run. An abnormality was observed in the rotational sensor data during priming. However, the abnormality did not replicate for the rest of the run at all. Further inspection of the drive mechanism did not find any damages or abnormalities that could contribute to the rotational sensor malfunction. The exact cause of the rotational sensor abnormality could not be determined. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.